Manufacturer narrative:
Summary-the pt did die however, the device did not cause or contribute to this event. The intent of this MDR was to report a device malfunction as it reportedly failed to alarm. Evaluation summary: monitor and power supply were returned to manufacturer along with patient cable, lead wires and electrodes, both open and unopened packages. Monitor was evaluated and met all specifications. There was no indication of a device malfunction. The accessories were inspected visually and the following was noted: all accessory products returned and apparently used were manufactured by sentry medical products. Healthdyne warns in the user manual to "use only healthdyne safety lead wire and patient cable configurations with healthdyne apnea monitors", and considers the sentry accessories unauthorized. The potential effect, if any, of this configuration on the monitor performance is not known. Because the monitor did not have memory, the events as stated by the parent cannot be confirmed or denied. Co is therefore reporting this incident as a device malfunction.

Event description:
Child reportedly died while on monitor - mother claims it did not alarm.